Event description:
It was reported that the customer was hospitalized for hypoglycemia. The blood glucose reading was 39mg/dl. The mother stated that the paramedics were called and treated the customer with glucose. However, the customer's blood glucose continued to drop and the customer was admitted in the hospital. Troubleshooting was performed. Time and date appear to be correct. Ran a displacement test and passed. Reviewed the bolus history and found that the bolus history and the daily totals do not match. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.